Manufacturer narrative:
This report is being filed to provide additional information in h.10. Correction: terumo bct has implemented a correction for this incident. Manufacturing staff were made aware of this issue and retrained to the appropriate procedures. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: a photograph was submitted in lieu of the disposable set to aid in the investigation. Analysis of the image revealed a used optia cassette assembly containing blood loaded on an optia machine. The cassette plate is in the lowered position and all three valves are in the closed positions. The collect tubing is bonded to the recirc bond socket of the cassette and the recirc line is bonded to the collect line. This mis-assembly confirms the reported failure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the collect line and the by-pass line in the t-junction of the set were interchanged. As a result, the product was returning to the patient and not collected in the product bag. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.3, a.4, b.5, b.6, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and the aim images confirm that a disposable misassembly as described and shown in the attached photos with the collect- return line to the reservoir and the collect line to the bag switched at the top of the cassette, likely occurred. During priming of the disposable kit with saline, the high-level reservoir sensor failed fluid check alarm occurred. This alarm is generated when the upper level sensor in the reservoir does not see fluid after 74ml of fluid has been pumped by the inlet pump. As the collect-return line to the reservoir and the collect line to the bag were switched at the cassette, some of the saline fluid pumped by the inlet pump was directed to the collect bag instead of the reservoir causing the alarm. During the procedure with these two lines switched, the cells collected were returned to the reservoir/patient instead of collected in the bag as intended. There were no alarms generated during the collection except for the x10 inlet pressure alarms likely due to the patient access. At 12 minutes into the procedure, the operator ended the run and performed rinseback. Unfortunately, when the collect valve moved to the right, it sealed off the collect-return line to the reservoir and the portion of rbcs and fluid in the kit pumped by the collect pump were sent to the collect bag not back to the patient. Based on the collect pump speed during rinseback, the volume pumped into the bag was < 50ml. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
Upon followup with the customer, it was clarified that the customer noticed 15 minutes into the procedure that the collect and the recirculation tubing lines were switched at the top of the cassette and approximately 20ml of blood product was estimated to be in the collect bag. No complete blood count was performed on the donor post procedure. The donor was stable, and the procedure was performed using another tubing kit which was completed successfully. The patient sex and weight were obtianed from the rdf file.

Event description:
The customer declined to provide patient identifier. No clinical or technical issues were reported at the time of the reported incident.

Manufacturer narrative:
Corrected information is provided in e.1. Investigation: a simulation run was conducted in the lab with a disposable set with the same mis-assembly. The set successfully passed all pressure tests. Saline was diverted into the collect bag during saline prime and a high-level reservoir sensor failed fluid check alarm was generated. The system was able to continue once the fluid level in the return reservoir was re-adjusted. It was confirmed that all collected product was returned to the return reservoir/donor during collection and there were no level sensor alarms. When a rinseback was initiated, all the blood in the set was pumped into the collect bag instead of returning to the return reservoir/donor. Root cause: the root cause of the reported defect is due to a manufacturing error where the assembler neglected to follow the appropriate manufacturing operating procedure for the disposable set.